Event description:
Manufactuere's ref# (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check with alarm for internal leakage. Our field service engineer investigated the ventilator on site and replaced the pressure transducer printed circuit boards (pcb) to solve the issue. The pcb was returned for further investigation. The provided logs confirm the error. The returned pressure transducer pcb has been tested on a ventilator and failed the pre-use check with internal leakage test, pressure transducer test and patient circuit test. Readout from the eeprom memory shows no deviation. The zero pressure was measured and the measurement show a large deviation indicating a sensor malfunction. The wheatstone bridge was measured and the result was without deviation. A microscopic investigation shows foreign object inside the sensor's cavity that most likely is the cause of the issue. Based on the information above this complaint will be closed.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).